Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: neu_unknown_lead, lot# unknown, implanted: (B)(6) 2014. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional, via a manufacturer representative, regarding a patient who was implanted on 2014-09-05. The two leads seemed to be positioned around upper th8 (lead 1) and around lower th12 (lead 2). Two weeks post-implant, the lead 2 dislocated approximately two bodies of vertebra. The patient received stimulation effects for one year since the implant procedure and was satisfied with it. The location of the leads' position were not checked and it was inferred that the stimulation delivered from the lead 1 took effect. X-ray images were taken in november 2016 and it was noticed that lead 2 was dislodged at subcutis. It was reported a difficult thing occurred. The stimulation was off between (B)(6) 2016 and (B)(6) 2016 as the attending physician decided. There was no change in pain therapy effects at all when the stimulation was on and off; a decrease in stimulation effects was suspected. The attending physician commented that the exact cause of the issue was unclear but the lead might be fixed sufficiently. After discussing with the patient and patient's family about #1: explant lead 2, #2: explant the whole system if there is no stimulation effect, #3: re-position lead 2 at the original location, and #4: wait and see approach for a while (the situation will be under observation for a while), #4 option was then chosen.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The company representative (rep) reported three weeks later that the wait and see approach decision was still chosen after discussion between the physician, patient, and patient¿s family.